Event description:
A technician reported a pt who is unhappy with his vision, is not seeing well and has glare three yrs following bilateral intraocular lens (iol) implant surgery. The technician also noted that the iol for the right eye is slightly displaced and the iol for the left eye is well centered. In a f/u, the surgeon noted posterior capsule opacification (pco). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 08/05/2009 and 08/07/2009 by phone, fax and mail. A completed questionaire was received on 08/24/2009. (B) (4). (B) (4).